Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade IV and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported the left side breast is feeling ¿firm and looks abnormal due to capsular contracture." Healthcare professional reported a left side "rupture" and "encapsulation," baker grade unknown. Patient representative reported, the patient suffered "increased risk of alcl, fear due to risk of alcl," "accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body resulting in inflammation, cellular, and subcellular damage, pain itching," "mental pain and suffering, mental anguish, and emotional distress." The device has been explanted.